Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation was unable to reproduce the reported symptom; however, physical inspection found evidence of dried fluid residue on the battery contact pins on the rear case which may affect contact pin rebounding. Physical inspection also identified a single battery contact pin was depressed. It is noted that intermittent direct current (dc) power may cause the device to power off and subsequently power on if restored swiftly. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, after being powered on, would lose all power and shut down when programming an infusion even though the battery was fully charged. There was no patient involvement. No additional information is available.